Manufacturer narrative:
Additional information was added/updated: a1, a2-a5 (update to n/a), b3, b5, b6, b7, d10 (also update date to n/a), f10/h6: health effect - impact codes (replace f26 to f27), f10/h6: medical device problem codes (replace a1403 with a1414), h6 and h10: b5: upon further information, the event occurred before patient use, when the bag was being spiked. The set was crinkled below the chamber. There was no patient involvement. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, if the device cannot be appropriately primed, the clinician can choose to replace the device by retrieving a new one, or in the event of an emergency connect a syringe or administration set directly to the catheter. Therefore there is no potential for harm to the patient in the event of inability to prime. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set had a crinkle and did not allow the liquid to flow through properly. This was observed during an unspecified process step when using the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.